Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed downstream occlusion at little pressure with value of 3-5 psi (pounds per square inch) during preventive maintenance testing. There was no patient involved. No additional information is available.